Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6), 2014 the lay user/patient contacted lifescan to report the onetouch ultra2 meter was giving inaccurately high readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6), 2014 at 10:00 am the patient obtained the blood glucose readings of 240 mg/dl, 260 mg/dl and 280 mg/dl on the reported meter, which she claimed were inaccurately high compared to her expected values. The patient took no actions due to these meter readings. One day afterwards, the patient experienced the symptoms of shaking, dizziness and nausea. She did not seek any medical attention or treatment. Troubleshooting revealed the patient¿s test strips were in good condition and within opened expiration dating. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after obtaining elevated blood glucose readings on the reported meter. Therefore this complaint is being reported.